Event description:
A user facility report was received reporting an incident during a dobutamine stress test. The pump was set at 30 mcg/min. The user reported "not infusing". The user attempted to increase the rate to 40 mcg/min and reported the rate would not change. No pt injury occurred. The pt's hospitalization was extended until the test could be performed correctly. No adverse outcome resulted from the incident.